Event description:
Pt was revised to address loosening.

Manufacturer narrative:
This implant is not sold in the us to be implanted for this indication; it is currently sold in the us under a different part number. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.